Event description:
A 23 week premature infant had an elective pda closure using a piccolo occluder on (B)(6) 2025. The device migrated down aorta causing obstruction which required a catheter procedure to remove it. Found to have dissection of right femoral/iliac artery leading to an ischemic limb then multiorgan failure and death.